Manufacturer narrative:
An event of device migration in the appendage was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. No intervention was required as the device remained stable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. An imaging was provided by the filed and was reviewed. Device did not appear to have met close criteria upon initial deployment. Device was approximately 50% past the circumflex at the time of device release and there was also a mitral shoulder present which indicated the entire lobe of the amulet device was not in the entire laa. Based on the information received, the cause of the reported device migration could not be conclusively determined, however it is likely that the device migrated due to not meeting close criteria and being too proximal with the patient being in normal sinus rhythm. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The patient had a pre-existing condition of atrial fibrillation, however was in normal sinus rhythm during the procedure. Computed tomography (CT) and transesophageal echocardiography (tee) were used to determine sizing. The left atrial appendage (laa) was measured through CT with the orifice at 30mm, the landing zone at 19.5mm, and the depth at 17mm. Through tee the laa was measured with the orifice at 28mm, the landing zone at 18.5mm and the depth at 22mm. Tee and fluoroscopy was used for the procedure. It was noted that one partial recapture of the device was was performed. The device was observed to have a tire-shaped compression. A tension test was performed and the close criteria was satisfied. The device was implanted successfully. During the 45-day transesophageal echocardiography (tee) follow-up the device had migrated proximally in the appendage. No intervention was required due to no device embolization and the device remained stable. The physician believes the device migrated due to impact from the mitral shoulder that was not as visible during intraprocedural imaging. The patient did not present any clinical symptoms. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information/na.